Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer¿ talisman¿ delivery sheath. During the procedure, while being deployed, it was noted that the right disc device presented in a bulbous deformed state. The device was removed and replaced with another 30-25mm amplatzer talisman pfo occluder to resolve the event. The patient remained hemodynamically stable and there was no clinically significant delay. There were no adverse events reported and the patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During the procedure, while being deployed, it was noted that the right disc device presented in a bulbous deformed state. The device was removed and replaced with another 30-25mm amplatzer talisman pfo occluder to resolve the event. The patient remained hemodynamically stable and there was no clinically significant delay. There were no adverse events reported and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.